Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump was over delivering insulin during bolus delivery. Customer's blood glucose level ranged between 38-253 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.